Event description:
It was reported that by customer during use the cardiosave intra aortic balloon pump (iabp) ECG not functioning. Patient involvement but no harm reported.

Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that no fault was found with the iabp. The device passed all ECG tests. The fse reported that there were no leadwires present to test. The unit passed all functional and safety checks and was returned to the customer.